Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that boston scientific technical services (ts) was contacted about the right ventricular (rv) lead, which had rising thresholds, high out-of-range pace impedance, and one isolated event with noise that occurred a few years ago. Ts did not think the observed increasing values were due to a fractured lead, but rather something physiological. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted about the right ventricular (rv) lead, which had rising thresholds, high out-of-range pace impedance, and one isolated event with noise that occurred a few years ago. Ts did not think the observed increasing values were due to a fractured lead, but rather something physiological. The device and leads remain in service. No adverse patient effects were reported.